Event description:
A malfunction alarm occurred with the pump, identified as malf 13, though no notable events led up to it. There was no adverse impact to the customer's blood glucose level. The customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery. Technical support confirmed the pump was under warranty and arranged for a replacement to be shipped. The customer was instructed on how to put the faulty pump into storage mode and return it using a pre-paid label, which they acknowledged and understood.